Event description:
It was reported that during a procedure involving one sprinter legend rx coronary balloon, the device detached in vivo. The target lesion was located in middle section of the circumflex (cx) artery, which exhibited moderate-severe calcification, severe tortuosity and 80-90% stenosis. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was noted during delivery of the device to the lesion. Excessive force was not used. The device did not pass through a previously deployed stent. The break occurred during withdrawal of the device from the body. Resistance was noted during withdrawal of the device and excessive force was not used. The device broke into two separate parts in vivo. The device was not kinked or restraightened during use. The balloon rod section was removed from the body but the front end (polymer material about 20cm fromthe distal end) fell into the blood vessel. The balloon was removed from the body using unknown interventional devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an auxiliary device was used to remove the remaining balloon fragments that had broken off inside the body. No device parts remained inside the patient's body.   Correction: the lesion was not pre-dilated. Significant resistance was noted during delivery and withdrawal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The device returned with a detachment of the balloon and inflation lumen from the outer shaft. The balloon and inflation lumen did not return for analysis. Image analysis summary: fluoroscopic images and drawings representing the vessel and the device were provided for review. The fluoroscopic images do not show the advancement of the device and the positioning difficulties cannot be confirmed. A device can be seen in the vessel with a guide extension catheter present at the ostium of the left main. The diagram provided from the account, with the text translated via google translate show that the shaft of the device appears to have broken within the guide catheter immediately proximal to the ostium. The cause of the issues cannot be determined from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.